Event description:
It was reported that "no co measurement was observed for 4 times and abnormally high co value was observed for 3 times out of 7 co measurement attempts during use. The observed co value was such as 25 liters, where the expected co value was 6-8 liters." A non-edwards monitor was used with the catheter for the calculations; it is unknown if an error message was observed. There were no occlusions, kinks, or leakages observed on the catheter. A sample of the tracing was not available. No patient complications or injury was reported.

Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product. A device history record review was completed and documented that the device met all specifications upon distribution. Factors that affect the accuracy of bolus cardiac output measurements include improper injection technique, inaccurate injectate temperature, inaccurate injectate volume, rapid volume infusion during bolus injections, respiratory cycle influences, inaccurate computation constants, and thermal instability post cardiopulmonary bypass. It could not be determined if any of these clinical factors may have contributed to the event. No actions will be taken at this time.